Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The dealer states that the customer says that the foot end leg/link assembly is bent and does not know how it happened. MDR filed.